Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. All operating currents were within the specifications, and no unexpected low battery, failed battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm then a failed battery test alarm after inserting a battery. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.